Manufacturer narrative:
Results: the lantern was ovalized approximately 148.0 ¿ 149.5 cm from the hub. During functional testing, resistance was encountered at the ovalized location of the returned lantern while attempting to advance a demonstration ruby coil and the coil could not advance any further. Conclusions: evaluation of the returned lantern revealed an ovalization near the distal tip. This ovalization was likely the reported kink. If the device is forcefully gripped or otherwise mishandled during preparation or while attempting to insert the device into the patient, damage such as this will likely occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern). During the procedure, the physician noticed the distal tip of the lantern to be kinked and was unable to advance a ruby coil and a non-penumbra guidewire through the microcatheter. Therefore, the lantern was removed. It was reported that the physician believes the distal tip of the lantern to be kinked while in the packaging. The procedure was completed using a new lantern with the same ruby coils and the same guidewire. There was no report of an adverse effect to the patient.